Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient presented for a battery replacement. Upon checking impedances after battery replacement, they were all over 4,000. When the physician pulled the lead out of the battery the casing from the lead pulled back and the #3 electrode pulled away from the other three electrodes. The physician opted to replace the lead and the issue was resolved. The patient did not have any symptoms. On (B)(4) 2019 the rep clarified that the battery had been replaced due to normal depletion. It was noted the account did not allow explanted product to be carried out of the hospital for analysis. No further complications were reported or are anticipated.